Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed high, out of range shock impedance measurements at implant. The rv lead was surgically abandoned and a new rv lead was implanted and used with this device. There were no adverse patient effects reported. The device remains in service.